Manufacturer narrative:
Analysis of casepart-257474 determined that there was insufficient information. Analysis of casepart-258013 determined an unexpected exit/software was unresponsive. The computer boots normally to the application screen. After launching the dicom q/r program the medtronic / dicom q/r logo started then the system froze at a blue screen. Memtest86-no errors. Seatools long test-no errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the monitor picture showed a blue screen instead of the exam information which is normally showed within the trajectory views or coronal, axial, sagittal views.